Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is unable to establish communication between his scs ipg and external devices. The patient does not recall how long it's been since the ipg was charged. An sjm representative was unable to resolve the issue with replacement charger and programmer antennas. As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.